Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited an increase in impedance. The physician performed an x-ray and fluoroscopy which revealed that the electrode had migrated towards the pocket and the generator had rotated inside the pocket. This patient has been hospitalized in anticipation of system revision. No additional adverse patient effects were reported. Evidence suggests that this s-ICD system remains in service at this time. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.